Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient had an unrelated surgery not long ago. Upon interrogation, the left ventricular lead exhibited loss of capture. The patient was brought into clinic for follow. Chest x-ray was performed and revealed the lead had dislodged. During lead revision, stylet could not fit through the lead and the lead was capped and replaced. The patient was in stable condition post operation.